Event description:
It was reported that the patient experienced an increase in implantable pulse generator (ipg) charging burden. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred last 6 months prior to the date the manufacturer became aware.